Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5059154) on 08-feb-2016. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration'), genital haemorrhage ('bleeding'), menorrhagia ('long periods/heavy menstrual bleeding') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pain ("painful"), headache ("headaches"), sciatica ("sciatica"), loose tooth ("tooth loose"), abdominal distension ("bloating"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), migraine ("migraines") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pain, headache, sciatica, loose tooth, abdominal distension, weight increased, fatigue, uterine leiomyoma, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, migraine and tooth disorder outcome was unknown and the menorrhagia, blood loss anaemia, dysmenorrhoea, pelvic pain, abdominal pain and back pain had resolved. The reporter provided no causality assessment for abdominal distension, fatigue, genital haemorrhage, headache, loose tooth, menorrhagia, pain, sciatica, uterine leiomyoma and weight increased with essure. The reporter considered abdominal pain, back pain, bladder disorder, blood loss anaemia, device dislocation, dysmenorrhoea, migraine, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2010 previously reported and (B)(6) 2010 in current pfs. Patient received treatment for pain, bleeding, migration,fatigue, migraines, headaches, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: migration. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events dysmenorrhea (cramping), pelvic pain, abdominal, back pain, anemia, psych injury, migration, vaginal discharge, vaginal infect., bladder problems, migraines,dental problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.